Event description:
Intera oncology was notified by a physician that the patient liver function test (lft) on (B)(6) 2025, was high. The intera 3000 hepatic artery infusion pump was placed (B)(6) 2025, and started floxuridine at week 6 post op. On (B)(6) 2026, the patient's lft was up total bilirubin (tb) 1, alkaline phosphatase (alk phos) 418, aspartate aminotransferase (ast) 487, and aminotransferase (alt) 1041. The previous recorded lft done on (B)(6) 2025, was ast 66, alt 286, alp 217. The patient has continued 20 mg of dexamethasone and ursodiol po. On (B)(6) 2026, CT scan and follow up magnetic resonance cholangiopancreatography (mrcp) identified biliary dilation, so the physician as a precaution, proceeded with having a biliary stent placed by advanced gi on (B)(6) 2026. There was improvement in the patient labs on the morning of (B)(6) 2026. The clinic plans to continue administering hep/saline with dexamethasone in the pump as needed prior to switching to glycerin but have completed the floxuridine adjuvant therapy. On (B)(6) 2026, intera oncology was informed that the patient's lft have mostly normalized with ast and tb normal and alp and alt down to the 200s.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The spike in liver function tests was due to the patient having biliary dilatation, which is unrelated to the pump. In addition, the administration of floxuridine could have likely played a role in the elevation of the lft.